Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis with active control system instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: coagulopathy, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis. (Cxt231412+plc141000j on the right, and plc161400j on the left side of the patient.) The procedure was completed without any reported issues. The patient tolerated the procedure. A week later, a follow-up exam was performed. No issues were reported. On an unknown date at the end of (B)(6) 2024, the patient received an exam at another department of the same hospital during which the CT scan confirmed an endoleak communicating with the aneurysm sac. The type of the endoleak could not be confirmed. The blood coagulation disorder, possibly the ¿disseminated intravascular coagulation¿ was suggested during the exam. On (B)(6) 2024, a reintervention was performed. Intraoperative angiography detected an endoleak which was confirmed to be a proximal type I endoleak. An aortic extender endoprosthesis (cxa260005) was added proximal to previously implanted cxt231412. The proximal type I endoleak was resolved. The physician attributed the cause of the endoleak to patient¿s blood coagulation disorder because there was no device migration nor aortic dilation that could have contributed to the event. The patient tolerated the procedure.